Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced an insulin pump exposed to moisture, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1880 and mmt-7020lb. Troubleshooting was performed, for fluid in pump (pump exposed to fluid), bumped/dropped/cosmetic damage. The customer reported, that the pump was exposed to moisture. Fluid was present in pump. The pump did not return to normal function or fluid was reported under the lcd or the customer reported, hearing fluid when shaking the pump. The customer reported, sensor had an issue and needed replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan, per healthcare professional instructions. Mmt-1880 was requested. And the customer response was, the device will be returned. No product return is required for mmt-7020lb.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. Flashing medtronic logo was observed during analysis due to moisture damage on electronic stack. Exposed to moisture is confirmed at the electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.